Manufacturer narrative:
Final device investigation found that the device was returned with the clip retainer missing and not returned with the device. Upon evaluation, the device's remaining three clips were fired. It was found that the trigger of the device had to be pulled a couple of times before each of the remaining clips was released. None of the clips loaded into the jaw, and all of them came out unformed. The locking mechanism did not engage. It was noted that the spring compression was too wide in the shaft. No job number was provided, so the device history record could not be reviewed for discrepancies. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was able to fire only one clip. Upon firing the next clip, the device did not function. The device was reported to have jammed. Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was provided.